Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information reported indicated that a balloon burst occurred at 15 atmospheres during post-dilation of a stent with a pta5-35-80-5-4.0 balloon. The target lesion was the right superficial femoral artery; approach was antegrade through the right common femoral artery. The lesion was described as a chronic total occlusion. The lesion was pre-dilated and a ptx stent was placed. The lesion was post-dilated with a pta5-35-80-5-4.0 balloon up to 15 atmospheres when it ruptured. A second balloon was advanced to the lesion for post dilation and that ruptured at 18 atmospheres, the stent was sufficiently post-dilated with a third balloon and the procedure was successfully completed. There was no report of injury to the patient.